Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button would stick and the button was hard to press. Additionally, it was reported that after the pump fell the cartridge was damaged and would "break of fall off". There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.